Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the balloon leaked during the procedure. There were no reported clinical consequences to the patient.